Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an call service alarm 064 issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use.  The available black box data showed no evidence of a call service 064 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.